Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft separation occurred. The target lesion was located in a severely tortuous proximal circumflex artery. During a percutaneous coronary intervention (pci), a guidezilla¿ guide catheter extension was used in conjunction with an unspecified guide catheter. However, it was noticed that the catheter was separated at the proximal collar of the extension tubing where the metal piece attached to the plastic. The physician removed the extension catheter by pulling it all. No patient complications reported and the patient's condition is well.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic examination revealed numerous kinks on the distal shaft and a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft separation occurred. The target lesion was located in a severely tortuous proximal circumflex artery. During a percutaneous coronary intervention (pci), a guidezilla guide catheter extension was used in conjunction with an unspecified guide catheter. However, it was noticed that the catheter was separated at the proximal collar of the extension tubing where the metal piece attached to the plastic. The physician removed the extension catheter by pulling it all. No patient complications reported and the patient's condition is well.